Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer would sometimes not follow the proper air removal steps. Tandem customer technical support informed the customer to follow the proper air removal steps. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving a bolus then changed the infusion set and gave another bolus. Customer changed pump supplies to address the issue.